Event description:
It was reported that the patient¿s blood glucose (bg) reached to 300 mg/dl while wearing the pod on the leg between 4 and 24 hours. After realizing elevated bg levels, the patient found the cannula had not deployed and the pink slide had not moved forward, indicating a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone13.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.